Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that 1 syringe of juvéderm® ultra xc had ¿the needle popped off while the doctor was injecting.¿ no injury to patient, staff, or injector. The packaged needle was used for the injection.

Event description:
Healthcare professional reported that 1 syringe of juvéderm® ultra xc had ¿the needle popped off while the doctor was injecting.¿ no injury to patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Lab analysis of the device found no defect.